Event description:
It was reported that 6 bd vacutainer® eclipse¿ blood collection needles experienced a failure to contain blood during use. The following information was provided by the initial reporter: on several occasions (2 departments: medicine e and sampling centre, several concerned people on each department), blood flowed from the patient's arm during the sampling (blood sampling and/or hemoculture) at the time of sampling. Blood leakage at the needle.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd vacutainer® eclipse¿ blood collection needles experienced a failure to contain blood during use. The following information was provided by the initial reporter: on several occasions (2 departments: medicine e and sampling centre, several concerned people on each department), blood flowed from the patient's arm during the sampling (blood sampling and/or hemoculture) at the time of sampling. Blood leakage at the needle.